Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have been using the aligners for two years and their bottom teeth have not improved but have gotten worse. Their dentist informed them their teeth are not secure and advised them to stop wearing the aligners. At check in patient marked true to excessive bleeding, sensitivity, and loose.